Manufacturer narrative:
Pump not received in stuck manufacturing mode unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, fading serial number label and minor scratched lcd window.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was unknown at the time of call. Trouble shooting was performed and found the plastic ring loose and the reservoir is unable to lock in place. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.